Event description:
It was reported by the customer that they had been experiencing high blood glucose levels and needed assistance with her insulin pump. Customer declined troubleshooting after changing infusion set and reservoir. Customer's blood glucose level was 482 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).